Manufacturer narrative:
The t:slim x2 g5 user guide states: always confirm that the decimal point placement is correct when entering your personal profile information. Incorrect decimal point placement can prevent you from getting the proper insulin amount that your healthcare provider has prescribed for you. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer input the max bolus setting incorrectly and then used the pump for insulin therapy. Customer adjusted the max bolus setting to correct the issue. There was no reported adverse impact.